Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot : a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Event description:
Questions: a. Can you confirm the primary surgery date or the original implantation date? B. Can you please provide the part number and lot number of the head and liner? C. Can you please provide also the product details of the pinnacle cup and summit stem even it was not revised? D. Are the products available for return? (Yes or no) e. What is the affected side involved in this event? Answers for your questions: I have no further info as I¿m not sure where or when the primary surgery took place. There is no product to be returned. This was a right side.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's right hip was washed out due to hematoma/wound infection. A head and liner change were performed on a pinnacle cup/summit hip stem construct. Doi: unknown dor: (B)(6) 2021 affected side: unknown hip.